Event description:
Event description guidant/crm received information that this endotak dsp lead was removed from service because there was inappropriate sensing and noise on the egrams. An x-ray showed the lead had dislodged.